Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by effect of dust adhesion, defect of the main xenon lamp or the igniter. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
In the evaluation of omsc the following was confirmed; omsc could reproduce the reported phenomenon that the main lamp did not light up. The main xenon lamp was no longer filled with gas. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The main lamp of the subject device did not light. There was no report of patient injury associated with this event.